Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A therapy cool flex ablation catheter was used to create geometry of the left atrium. Pulmonary vein isolation was completed using the same catheter. At the conclusion of the study, the patient became hypotensive and an echocardiogram revealed a left side pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.